Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Batch # m55k47. The analysis found that one pse60a device was returned in good visual conditions and with an ecr60b cartridge reload fully fired and in good visual conditions. Upon further inspection, the firing trigger was noted to be loose and the spring out of its intended position. The device was disassembled to confirm the spring was not in position and the instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. While no conclusion could be reached as to how the spring firing trigger became damaged and out of position, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4).

Event description:
It was reported that during a laparoscopic roux-en-y gastric bypass procedure, while using the device the surgeon felt the firing trigger is loose and soft, and not firm as it is regularly. On his second firing a small metal spring fell out of the device. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.